Event description:
A distributor reported that the pump's alarm sound did not annunciate during a hypoglycemia event experienced by the client. The blood glucose level recorded was 100 mg/dl, which is within the normal range. No further information was provided regarding the outcome of the event, and the client¿s pump was no longer under warranty.